Event description:
The event was reported as: while a patient was being resuscitated the circuit was disconnected. When resuscitation was over the circuit was found to be softened and deformed with collapse. The circuit had been connected to a heater/humidifier. No further information available on patient's condition. No patient injury reported.

Manufacturer narrative:
Sample was received but investigation was not complete at the time of this report. Investigation is ongoing but not completed. A follow-up report will be sent when completed.